Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition and was manufactured in 1998. Customer?s electrical issue was duplicated. The device was filled with water and temp check. After it was powered up there was no water flow or pump activation confirming the customer complaint. The root cause of the electrical issue was determined. There was no water flow because the pump was not activated. Actions taken to mitigate the reported issue: device is deemed beyond economical repair and will be scrapped. UDI information is unknown.

Event description:
It was reported that they experienced a bad pump. No patient injury reported.